Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3888-56, lot# va15jej, implanted: (B)(6) 2016, explanted: (B)(6) 2017-, product type: lead. Product ID: 3888-56, lot# va13957, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type: lead. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. Product ID: 3708240, serial# (B)(4), implanted: (B)(6) 2016, product type: extension. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins) for non-malignant pain. It was reported that the patient had an infection at the distal portion of their two quad leads implanted on the right side of their head. The type of the infection was unknown but it was indicated that on (B)(6) 2017 they explanted the distal portion of the leads and left the proximal ends of leads connected to the bifurcated extension. It was reported that the remaining portion of the leads and the extension remained implanted and not used. It was reported that the customer discarded the explanted portion of the leads. The medication taken because of the infection as unknown. There were no external or environmental factors reported that contributed to the issue and no troubleshooting was done. It was reported that the issue was resolved and the future plan was to replace the lead fragments remaining in the patient when the patient healed. It was indicated that the physician did not want to be contacted regarding the event. The date of the event was asked but would not be made available (legal/confidential reasons). No further complications were reported/anticipated.

Manufacturer narrative:
Information references the main component of the system and other applicable components are: : product ID 3888-56, lot# va15jej , implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Product ID 3888-56, lot# va13957, implanted: (B)(6) 2016, explanted: (B)(6) 2017, product type lead. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2016, product type extension. Product ID 3708240, serial# (B)(4), implanted: (B)(6) 2016, product type extension. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the manufacturer representative. It was reported the remaining portions of the partially explanted leads were removed. Two new leads were implanted and connected to the existing extension. Therapy was restored and the patient was receiving effective therapy. No further complications were reported/anticipated.